Event description:
Ous MDR - approximately 23 months after implant, shock impedances were greater than 150 ohms. This lead was explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curves showed a relatively high base impedance varying around 125 ohms with measurements >150 ohms. The provided data did not show further peculiarities. Should additional information or the device itself become available for analysis, the investigation will be updated.